Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned instrument (part #319.004 / lot # 6030456) is part of numerous technique guides and is intended for use in measuring for 1.3mm and 1.5mm screws in various plating systems. The depth gauge was worn, the handle was cracked, and the needle component bent slightly off axis, and the item was binding preventing it from sliding smoothly. The laser marking on the shaft is clearly visible. Thus, based on the received condition, the complaint condition is confirmed and consistent with the reported condition. A visual inspection, complaint history review, drawing review, and risk assessment review was performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed as part number 319.004 with lot number(s) 6030456 is a lot/batch controlled item. The manufacture date of this item is 19-nov-2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported six (6) different depth gages were damaged or not functioning. Each issue was discovered in sterile processing, no patient involvement. Two (2) depth gauges for small screws have a bent tip. One (1) depth gauge for 3.5mm cortex screws and one (1) depth gauge for locking screws to 100mm for im nails appear to be missing a ball bearing, preventing the device from remaining assembled. One (1) depth gauge for 1.3mm and 1.5mm screws will not slide and one (1) depth gauge for 2.0 and 2.4mm screws has a broken tip. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant parts are not relevant to this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned instrument (part #319.004 / lot # 6030456) is intended for measuring for 3.5mm cortex and pelvic screws. The depth gauge was received with the silver ball bearing and spring on the side of the slider body missing. The laser marking on the shaft is clearly visible. Thus, based on the received condition, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the ball bearing and spring were not returned. A visual inspection, complaint history review, drawing review, and risk assessment review was performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: depth gauge for small screws (part #319.09, lot #8548355, quantity #1), depth gauge for small screws (part #319.09, lot #2521348), quantity #1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the item would not slide. The repair technician reported the gauge was worn, the handle was cracked, and the item was binding. ¿worn out parts¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The complaint condition was confirmed. The subject device was forwarded to synthes customer quality for additional investigation. The results are pending completion. A device history record review was performed for the subject device lot number 6030456. Manufacturing location: (B)(4). Date of manufacture: nov 19, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.